Event description:
It was reported that after unpacking of a voyager nc, the inner plastic packaging was found unsealed at the transparent left bottom side and non-sterile. The voyager nc was set aside and another unspecified device was used for the procedure. There was no patient involvement and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product revealed the balloon catheter was returned without blood and contrast visible. The balloon catheter was returned inside an unopened tyvek pouch and opened chipboard box. There was a hole in the left side of tyvek pouch 1.3 cm above the manufacturing seal. The bottom right corner of the chipboard box was crushed, possibly occurred during transit back to abbott. Additionally, the chipboard box damage was not near to the tyvek pouch damage suggesting the chip board box damage did not contribute to the reported pouch damage. The manufacturing seal and vendor seal were still intact and sealed. A clear protective sheath was found in the tyvek pouch. The manufacturing group confirmed that the clear protective sheath was actually the re-grooming sheath that is placed on the compchart during the packaging process which in this case is part of the packaging. The sheath may have possibly fallen off the compchart during transit and repeated handling. There was no other damage noted to the tyvek pouch and chipboard box. A review of the lot history record (lhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on preliminary information, the occurrence of unsealed packaging for the reported pouch appears to be an isolated event. Further investigation and corrective/preventive actions will be performed as appropriate per local operating procedures.